Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon a device check it was noted that there had been a high threshold alert triggered for the right ventricular (rv) lead almost three years ago. The rv lead remains in use. No patient complications have been reported as a result of this event.